Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. It was reported that an 'ultrathane mac-loc locking loop multipurpose drainage catheter' leaked. During the procedure, leakage was identified after the catheter was inserted. The device was removed and replaced with a new catheter, having no impact on the patient. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. One used catheter was received. The investigation confirmed the white cap/mac-loc adapter connection site passed the gap gauge requirement. During table top testing, a leak test confirmed fluid escaping from the cap/mac-loc adaptor connection site. A visual examination discovered the flare folded over the opening within the mac-loc adaptor. Upon disassembling the cap and mac-loc adaptor, the flare was discovered to be partially torn near the top of the flare, in addition to thread marks in the flare. Based on the evidence displaced, it appears the flare was too large, preventing an inadequate seal, resulting in leakage. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Cook reviewed the product labeling for the complaint device. The instructions for use (IFU) [ t_multi2_rev1, multipurpose drainage catheter] states the following. Precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. The information provided upon review of the dmr, DHR, IFU, and examination of the returned device suggests that the device was manufactured out of specification. However, an expanded search of all associated lots, discovered no additional complaints and that there are no nonconforming devices in house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook medical has concluded that the main cause of failure is manufacturing-related, due to an inadequate flare. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked. During the procedure, leakage was identified after the catheter was inserted. The catheter was removed and replaced. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. E1 - customer (person) - address: (B)(6). G4 ¿ PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.